Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: a hemicolectomy was performed without complications. A defect was found postoperatively. During the night there was anastomotic bleeding and two blood transfusions (2 units) were required. There was an extension of the hospital stay.